Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. It was noted that the cause of the backup was due to inconsistent communication with their transmitter. The device was reprogrammed. There were no patient consequences.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the bvvi was determined to be due to event queue overflow due to inconsistent communication.

Event description:
New information received indicated that following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically on (B)(6) 2018. There were no adverse consequences to the patient.